Manufacturer narrative:
This report is submitted on march 23, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced an infection resulting in a development of a sore at the magnet site.